Event description:
Device issue: none. Adverse event: retroperitoneal hematoma and back pain. Time of adverse event: post vessel closure. It was reported that a technician trained in the use of the starclose se device achieved hemostasis of the common femoral artery after an unspecified procedure. Reportedly, approximately 30 minutes after arteriotomy closure, a hematoma at the groin site was noted. Manual compression was applied to treat the hematoma. The patient also complained of back pain and a CT scan was performed showing a retroperitoneal bleed which was being managed with manual compression. It was determined that the bleed was pre-existing to the starclose se use and was likely from the initial stick for the cath access. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (Failure to follow steps/instructions). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.